Manufacturer narrative:
Final device analysis results revealed broken welds at bondwire pads.

Event description:
The device was replaced due to low battery. The hcp reported the pt was hit hard near the device.